Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction causes due to some kind of stress such as damage or deterioration of parts, and interoperability problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited insufficient air is being supplied due to a blockage in the air/water supply nozzle, insufficient water is being supplied due to a blockage in the air/water supply nozzle and the water drainage function has deteriorated due to a blockage of the air/water supply nozzle. There was no patient involvement.